Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be fired.

Event description:
It was reported that prior to use on the pt the gun would fire on its own after it was cocked. In addition, the gun made an unusual sound when it misfired. Another gun was used to complete the procedure.